Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right atrial (ra) lead exhibited diminished sensing. A lead revision was performed, but when the device was being reconnected to the lead, the set screw would not engage. The physician tried re-engaging the setscrew, but after multiple attempts the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.